Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service found a b30 error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the faulty charge coupled device (ccd) unit likely occurred by the following: the power was turned on or off while the video connector was wet. The video connector was connected/disconnected while the power was turned on. A scratch or a stain of the electrical contacts of the video system center or the video connector. Application of static electricity to the electrical contacts of the video connector. Incompatible reprocessing condition such as autoclaving. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "important information: please read before use: dangers, warnings, and cautions: do not insert the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor". Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the device had an air/water leakage. The reported problem was found during reprocessing. There was no harm or user injury reported due to the event. When the device was returned to service, evaluation found a b30 error. This report is being submitted for b30 error found during evaluation.